Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H4: the device manufacture date has been added.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: device log files were reviewed for this event, and it was determined that the issue of inaccurate cuts and femur checkpoint verification failing was confirmed. The investigation found that the most probable root cause of the reported issue is due to array movement. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. Please ensure the array is properly secured during the procedure to avoid array movement. If the verify checkpoint step cannot be completed, please do not continue the operation. Adjustments are not permitted after the first bone resection: if bone array movement occurs the reference frame becomes inaccurate. The robotic-assisted procedure must be aborted, and the procedure must be completed using conventional manual instruments ¿system troubleshooting¿). Use ¿verify checkpoint via toolbox¿ to confirm that the bone arrays have not moved. Adjustments are not permitted after the first bone resection: if bone array movement occurs the reference frame becomes inaccurate. The robotic-assisted procedure must be aborted, and the procedure must be completed using conventional manual instruments use ¿verify checkpoint via toolbox¿ to confirm that the bone arrays have not moved. If the bone array has moved and resections have not started: check that the array clamp is securely attached on the array drill pins. Check that the bone array is securely connected to the array clamp. Re-acquire checkpoints and anatomical landmarks. Otherwise, proceed using conventional manual procedure. There are no defects found with the system or software. The user indicated that there was no negative impact to the patient outcome and no patient harm and the investigation indicates that the system was behaving properly. This issue will be continued to be monitored through complaint trending as part of post market surveillance. Recommendations it is recommended that the user follow the guidance on IFU, instrumentation: assemble array to clamp. It is recommended that the user follow the guidance on IFU intraoperative use: attaching the bone array to the array clamp it is recommended that the user follow the guidance on IFU: system troubleshooting: bone array moved during the procedure. The investigation found that the root cause of the complaint is likely array movement. While the exact cause of the array movement cannot be established, the failure to verify the checkpoint once cuts were measured to be inaccurate before proceeding to other cuts which means that this case falls under cause traced to user.

Event description:
It was reported that during a total knee arthroplasty surgical procedure on the left side, it was observed that while using the robotic assisted satellite station device device the cuts were inaccurate. It was reported that the device was being used with a robotic assisted base station device. According to the reporter, the initial plan and cuts proceeded smoothly without any issues. The initial graft maintained tightness throughout the full range of motion medially. The plan was to remove an additional 1mm from the tibia at 1.5° varus, externally rotate the femur, and apply 1.5° varus to the distal femur. X-ray templates initially sized the femur at size 5, but device measured it at size 6, which the surgeon accepted. During the anterior chamfer cut, the surgeon noticed that the angle did not match his expectations compared to the other cuts. Upon verifying the anterior cut, the device indicated a 6mm discrepancy, which was inconsistent with the resected bony offcut, as it appeared as expected. The surgeon then verified the other femoral resections, which the device interpreted as accurate at that stage. However, the posterior cuts were positioned too anteriorly on both the medial and lateral sides and were not proportional to each other. This resulted in insufficient bone stock for the planned size 6 component and posterior and anterior cuts that were not parallel. Further manual instrumentation checks confirmed that the anterior cut was accurate, while the tibial checkpoint also showed as accurate. However, the femoral checkpoint displayed a +3mm variance. The pins were solid, clamps were tight, and the teeth appeared securely locked in place. At this stage, device was abandoned, and the procedure was completed using manual instrumentation. The femoral component was downsized to size 5, a cemented implant was used, and the poly was upsized to 7mm. The surgery was successfully completed with a fifteen-minute delay to the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: e1: the reporter¿s phone number was not provided. D10: concomitant med products and therapy dates: velys base station device, (B)(6) 2025 h4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.